Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a black screen because drawer 4.2 drawer controller was defective. A field service engineer replaced drawer controller and reseated the pyxibus cable, retractor band cable, and row board cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es device not detected on bus. The customer stated that the malfunction occurred, during that time user was able to remove the med from another station. There were no adverse events or injuries reported based on this event.